Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that patient experienced ineffective therapy due to lead migration. In turn, reprogramming was tried to no avail. Surgical intervention was undertaken on (B)(6) 2019, wherein the lead was explanted and replaced.